Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance of greater than 2,000 ohms on the non-boston scientific right ventricular (rv) lead that resulted in a lead safety switch (lss) to the unipolar configuration. Prior to the lss, the impedance measurements had been jumpy. Post-lss there was noise and oversensing on the rv lead that appeared to be due to myopotentials. However, the patient had an underlying rhythm of greater than 60 beats per minutes. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.